Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump would not charge. Reportedly, the same usb cable and wall adapter were able to charge the customer's phone. The customer's blood glucose level was 250 mg/dl and it was addressed with a manual injection. It was confirmed that the customer had a backup method of insulin delivery.